Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that one of the patients corpora keeps opening up. The doctor feels like the patients tissue is very poor, and is a big contributing factor to this happening. The physician also felt like the one cylinder, on the patients side where the corpora keeps opening up, was a little bit oversized. The doctor decided to remove one cylinder, and place a smaller cylinder on that one side. The patient is expected to fully recover.